Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported, that the pump touchscreen appeared dimmer than usual. Additionally, it was reported, that occlusion alarms occurred and that the insulin gauge was inaccurate. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.